Event description:
Arjo was informed about an event involving an enterprise 8000x bed. The customer requested a repair of a damaged bed without providing additional information. During the onsite visit, the customer clarified to the arjo representative that the bed automatically folded into the chair position while the patient was on it. No one was injured.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The unintended movement of the bed into the chair position was not caused by a device malfunction, as no abnormalities or mechanical damage were found during the device inspection, and the issue could not be recreated by arjo technician. Based on the information provided to the technician, a potential contributing factor may have been the placement of the pump hose between the safety sides during transport. After transport, when the safety side was folded, the hose may have exerted pressure on the control mechanism, unintentionally triggering the bed's movement. This hypothesis could not be verified during the inspection, and the bed functioned normally throughout the testing. The instruction for use for enterprise 8000x (746-585-en) recommends using "the function lockout on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls," which aligns with the technician's hypothesis that the hose may have pressed against the control panel. The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The device was used by a patient when the event occurred and therefore played a role in the incident. The complaint was deemed reportable due to the allegation of unintended bed movement. No injury was sustained.

Event description:
A customer requested a repair of a damaged enterprise 8000x bed. During the on-site visit, the arjo technician was informed that the reported issue concerned unintended bed movement. It was clarified that the bed had automatically folded into the chair position while a patient was on it. No injury was sustained. The arjo representative was informed that before the unintended movement, the bed had been transported. During transport, the pump hose was inserted between the safety sides. When the safety side was folded, the bed started to move into the chair position.